Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 703:00 occurred during infusion which caused an interruption during delivery. The failure code 703:00 occurred twice. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed, but not duplicated. The assignable cause was corrosion on the phm (pumphead module). The phm has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition.